Event description:
It was reported that during the procedure, two of the drill bits broke and one drill bit was bent. There were no consequences or impact to the patient. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Suggested component code: mechanical (g04), drill. Visual examination of the returned products identified the fluted end of the drill bit from lot # (B)(4) is bent. There are nicks present on the flutes for all devices and scratches around the shafts. No other damage was noted during visual evaluation. Device has an approximate field age of 5 months. Where measured, within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.